Event description:
It was reported that a perforation occurred. A percutaneous coronary intervention was being performed. A 1.50mm rotapro along with a rotawire were selected. After using the rotapro in the left main, the rotapro was used to treat the mid left anterior descending artery. At this time they noticed that a perforation occurred to the mid lad. A support catheter was placed and the echocardiography team was called as a precaution. Another manufactures stent was placed over the perforation and synergy stents were placed over the remaining diseased area. The procedure was completed and no further patient complications were reported.